Event description:
It is reported that the liner would not seat. After several attempts a new liner was opened and was able to be seated.

Manufacturer narrative:
This report will be amended when our investigation is complete.